Manufacturer narrative:
A medtronic field service engineer visited the site, confirmed the reported issue, and replaced the mvs (mobile viewing station) interface cable. Symptoms resolved with part replacement. System checkout performed. System fully functional and returned to service.

Event description:
A medtronic representative reported that during a spine fusion surgery they received a "framerate error" message when trying to take 2d fluoro and 3d images. This was for the post op spin and they were able to use a c-arm instead. No harm to patient.

Manufacturer narrative:
(B)(6).